Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cobra grasper instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.619" x 0.215" was found to be broken off. The broken piece was not returned. The complaint regarding the cobra grasper instrument tip fragment fell off was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, a fragment fell off of the cobra grasper instrument. The previous procedure had been completed with no reported injury.